Manufacturer narrative:
Novocure opinion is that a contribution of the transducer arrays to the skin irritation that required medical intervention, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is may 17, 2017.

Event description:
A 79-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient reported experiencing a skin reaction, described as sores, redness and itching. The patient consulted her healthcare provider (hcp), who prescribed desloratadine and a steroid ointment (diprosone). Optune gio was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.